Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular connector was broken. It was also noted that the ring, side bails, ring cover, side bail covers, battery drawer, and battery drawer o-ring were missing, the lower case, battery release, and lead flex cover were contaminated, the battery contacts were compressed, two case screws and ring cover screw were missing and the encoder flex was out of specification.

Event description:
It was reported the ventricular connector was "destroyed." No patient involvement or complications were reported as a result of this event.